Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3), elecsys ft3 iii ver. 2 (ft3 v2), and the elecsys ft4 iii assay on two cobas 8000 e 801 modules. The values measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 v2 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2022 (run 1). The sample was refrigerated for 6 days and re-measured on the customer's e 801 analyzer on (B)(6) 2022 (run 2 and run 3). The customer repeated the sample on an abbott architect analyzer. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2022. The sample was also repeated on a siemens centaur analyzer. The serial number of the customer's e 801 analyzer is (B)(4). Ft3 reagent lot number 551720, with an expiration date of 30-sep-2022 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 551720, with an expiration date of 30-sep-2022 was used on this analyzer.

Manufacturer narrative:
Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and differences in the standardization methodology used. The investigation could not identify a product problem. The cause of the event could not be determined. There was no remaining sample volume available for further investigations.

Manufacturer narrative:
The correct ft3 reference range for the abbott architect is 1.68 - 3.67 pg/ml.